Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three additional pieces are foreign bodies consistent with essure devices with coiled spring separate from the two wires as a single spring. One of the wires otherwise has only a short segment of coil'), pelvic pain ('pelvic pain') and salpingitis ('mild active salpingitis') in an adult female patient who had essure (batch no. C81748 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not performed essure confirmation test". The patient's medical history included cervical dysplasia and fibrosis. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, salpingitis and endometriosis outcome was unknown and the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered device breakage, endometriosis, heavy menstrual bleeding, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: the coil was able to be placed on the patient¿s right side but not on her left secondary to proliferation of the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: bilateral essures are seen and appear in proper location. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain and device breakage. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain, heavy menstrual bleeding, salpingitis. Most recent follow-up information incorporated above includes: on 3-jun-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three additional pieces are foreign bodies consistent with essure devices with coiled spring separate from the two wires as a single spring. One of the wires otherwise has only a short segment of coil'), pelvic pain ('pelvic pain') and salpingitis ('mild active salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not performed essure confirmation test". The patient's medical history included cervical dysplasia and fibrosis. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, salpingitis and endometriosis outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered device breakage, endometriosis, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three additional pieces are foreign bodies consistent with essure devices with coiled spring separate from the two wires as a single spring. One of the wires otherwise has only a short segment of coil'), pelvic pain ('pelvic pain') and salpingitis ('mild active salpingitis') in an adult female patient who had essure (batch no. C81748) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not performed essure confirmation test". The patient's medical history included cervical dysplasia and fibrosis. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, salpingitis and endometriosis outcome was unknown and the pelvic pain, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered device breakage, endometriosis, heavy menstrual bleeding, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: the coil was able to be placed on the patient¿s right side but not on her left secondary to proliferation of the endometrium. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: bilateral essures are seen and appear in proper location. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain and device breakage. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: pelvic pain, heavy menstrual bleeding, salpingitis. Most recent follow-up information incorporated above includes: on 21-may-2021: mr received. Reporter information, lot number, lab data, rcc note added. Date of insertion updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('three additional pieces are foreign bodies consistent with essure devices with coiled spring separate from the two wires as a single spring. One of the wires otherwise has only a short segment of coil'), pelvic pain ('pelvic pain') and salpingitis ('mild active salpingitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not performed essure confirmation test". The patient's medical history included cervical dysplasia and fibrosis. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, salpingitis and endometriosis outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered device breakage, endometriosis, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record pelvic pain and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2020: pfs received : events " reproductive system disorder or condition type of disorder or condition: endometriosis, mild active salpingitis and three additional pieces are foreign bodies consistent with essure devices with coiled spring separate from the two wires as a single spring. One of the wires otherwise has only a short segment of coil were added. Outcome of events " outcome of event " bleeding and pain were updated as recovered. Medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not performed essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2020: pfs received: case was upgraded to serious incident. Previously reported event "injury to herself" updated to "abnormal bleeding (vaginal)", events- "abnormal bleeding (menorrhagia), pelvic pain, plaintiff did not performed essure confirmation test", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.